Event description:
All components of the implantable neurostimulator system were removed due to infection, except the lead (see mfg report #3004209178201001682). Lead impedances were tested intraoperatively and were greater than 10,000 ohms. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).